Event description:
A report was received that the patient was experiencing pain and redness at the ipg site. The physician suspected a possible infection at the pocket. The physician does not believe the possible infection was device or procedure related. The patient was prescribed with antibiotics. The patient was reportedly doing well.